Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's ui pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was due to a faulty solder connection on the y2 crystal of the ui pcb assembly.

Event description:
Physio-control receved a report from the customer that, 'when the unit is turned on it is constantly doing "reset" that is trying to go back up, but it returns to the same screen and does not pass the message "self test in progress." 'In this state the device would be inoperable and defibrillation therapy would be unavailable if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that, 'when the unit is turned on it is constantly doing "reset" that is trying to go back up, but it returns to the same screen and does not pass the message "self test in progress." 'In this state the device would be inoperable and defibrillation therapy would be unavailable if needed. There was no report of patient involvement associated to this event.